Event description:
Ous MDR - on (B)(6) 2015 an alert regarding a vf episode came from home monitoring. Noise was confirmed in the iegm. The ICD had charged 10 times. During the device check an increase, pace/sense impedance of 1911 ohms was noted, but the shock impedance was normal. At implant the pace/sense impedance was around 900 ohms and has gradually increased. During the revision, insulation damage was observed. Removal of the lead was difficult and when the physician checked for damage, the inner coil looked to be externalized when the lead was bent with force.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 25 cm distal to the is-1connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not returned for analysis as mentioned in the complaint description. The inspection of the returned fragment revealed a rubbed through insulation at approx. 16.5 cm, 21.5 cm and 24.0 cm distal to the is-1 connector pin. The coating of the conductor cables to the ring electrode and to the rv shock coil were found damaged in these areas. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Due to the fragmented state of the lead the electrical inspection was limited to the dc resistances of the lead segment. No peculiarities were found. The analysis of the available lead segment did not reveal any sign of a material or manufacturing problem.